Event description:
It was reported that pump touchscreen lagged at times and pump was unable to connect to customer dexcom g7, causing customer to manually program pump to receive insulin. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support and was in process for renewal pump, and no additional information was received regarding the outcome of the event.